Manufacturer narrative:
The intraocular lens (iol) was returned at the manufacturing site for evaluation in the original lens case. The folding carton was also returned. Visual inspection at 10x microscope magnification showed loose particles on the lens compatibles with handling of the device out of the sterile environment. A brown stain was observed on the lens optic confirming the customer's reported complaint. Also a piece of label from the lens case sticker was found attached to the lens. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). There was no patient contact reported. Concomitant medical products: emerladc30 cartridge, lot #: ca03404. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during handling, but prior to insertion the customer experienced brown spot on the lens. Reportedly, there was no patient contact.